Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate atp and high voltage therapy. Upon interrogation, the device recorded double counting episodes which resulted in a vf diagnosis. The device functioned as it was programmed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was tested on the bench and no anomalies were found. The device was found to be normal.